Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the mildly tortuous and severely calcified distal left circumflex artery (lcx). Predilation was performed two times using a 2.0x15mm non-bsc balloon catheter. A 2.50 x 20mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification in the mid lcx. The procedure was cancelled and the patient was scheduled to undergo rotablation. No patient complications were reported. However, returned device analysis revealed proximal stent damage. Device evaluated by MFR: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage to the proximal end of the stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged distal crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.